Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room with pocket soreness and fever. The pacemaker was explanted due to infection. A wound vac was placed on the patient.